Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon had to remove the wrist spanning plate, ar-8916spn, because the screws were not locked into the distal holes. No further information, additional information requested. Additional information provided 12/18/2019: case date of implantation: (B)(6) 2019, case date of explantation: not yet determined. The following screws were also explanted during the revision: ar-8724-10 lot: 1058931, ar-8724v-10 lot: w654331, ar-8724v-16 lot: w630941, ar-8935-12 lot: 10220124, ar-8935l-12 lot: 10248943, ar-8935l-12 lot: 10257929. Note: the specific date of the second surgery (explant) is unknown, however it is known that the date was prior to (B)(6) 2019. For reporting purposes (B)(6) 2019 has been entered as the date of event.